Event description:
It was reported that pump battery did not charge and later that usb port was damaged so cable could not be inserted and pump could not be connected. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump, and distributor coordinated replacement pump while awaiting device return for evaluation.